Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery (cfa) using a prostyle device after an interventional procedure elective angioplasty for a chronic total occlusion of the left anterior descending coronary artery with an 8f sheath. Access was also gained via the right radial (7f). Reportedly, following successful stenting, the right cfa was closed using a perclose prostyle device. The patient became hypotensive, and angiography via radial access revealed bleeding at the right cfa as a result of prostyle failure. A 10f sheath was advanced via the contralateral left cfa. A 12 × 60-mm endovascular stent graft was deployed to seal the perforation in the right cfa. During deployment, a radiopaque ring-like component remained attached to the proximal edge of the stent graft, preventing expansion and leading to arterial occlusion. Balloon angioplasty with a 10.0 × 40-mm balloon failed to expand the stent or displace the ring. After balloon deflation and withdrawal, the ring migrated proximally over the guidewire, allowing proximal expansion of the stent graft. Retrieval attempts using a 4.0 × 40-mm balloon were unsuccessful. The ring was ultimately captured and retrieved using a 12x20 mm snare endovascular system. Final angiography confirmed complete stent-graft expansion and restored blood flow. The left cfa was successfully closed with a perclose prostyle device. Although the source of the detached component could not be confirmed, its radiopacity and morphology suggest it was part of the delivery system. Prompt percutaneous retrieval using balloon and snare techniques resolved this complication without need for vascular surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Specific patient information is documented as unknown. Details are listed in the article, titled percutaneous management of a vascular stent graft malfunction. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided. Article titled, ¿percutaneous management of a vascular stent graft malfunction¿.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effects and subsequent treatment appears to be related to circumstances of the procedure. The patient effects of hypotension, hemorrhage and perforation of vessels are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from ni to no.